Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that last month this battery status was at 90bpm, and during the most recent transtelephonic measuring interrogation, the battery status was at 100bpm. To date, there have been no additional adverse patient effects reported.